Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. No sign of thermal damage was observed. Root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have a broken bipolar yaw pulley on the opposite side of the broken conductor wire. A broken piece is missing as a result of breakage. Size of missing piece is approximately 0.051¿ x 0.152¿. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps could not grip properly. There was a problem in opening and closing of the instrument. After inspection, the cable was found to be snapped. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.